Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a swedish medical products agency (mpa) user report that reported the following information: on behalf of the customer, a healthcare professional (hcp) reported a low glucose reading issue with the use of an adc device. A customer reported receiving a lower sensor scan result of 3 mmol/l compared to a reading of 50 mmol/l obtained on a hcp device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was for 4 days. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. Due to the low readings, the insulin pump distributed "too little insulin", and the customer experienced symptoms described as shortness of breath, feeling weak, and was unable to self-treat due to their symptoms. The customer had contact with a hcp who administered an IV drip for fluids, and an unspecified powder for high salt levels for the diagnosis of ketoacidosis, and stayed in the hospital for 3 days. The customer was contacted successfully, and there was no additional information obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section b3 (date of event) was incorrectly documented in initial report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a swedish medical products agency (mpa) user report that reported the following information: on behalf of the customer, a healthcare professional (hcp) reported a low glucose reading issue with the use of an adc device. A customer reported receiving a lower sensor scan result of 3 mmol/l compared to a reading of 50 mmol/l obtained on a hcp device. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The length of sensor wear was for 4 days. The results/comparison readings when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. Due to the low readings, the insulin pump distributed "too little insulin", and the customer experienced symptoms described as shortness of breath, feeling weak, and was unable to self-treat due to their symptoms. The customer had contact with a hcp who administered an IV drip for fluids, and an unspecified powder for high salt levels for the diagnosis of ketoacidosis, and stayed in the hospital for 3 days. The customer was contacted successfully, and there was no additional information obtained. There was no report of death or permanent injury associated with this event.